Event description:
It was reported that a device was used during a esophagectomy procedure. After the device was fired, the surgeon could not remove it from the bowel. The surgeon excised the tissue to release the device. Hand sutures were placed to repair the damaged tissue. Another device was used to complete the case.